Manufacturer narrative:
(B)(4).

Event description:
According to the rptr: the pt allegedly experienced a wound infection. On (B)(6) 2010, the pt complained of increased pain at the incision site and swelling. Pt was admitted on (B)(6) 2010 for infection. The pt was administered antibiotics, pain medication, and an abdominal ultrasound was done of the abdomen on (B)(6) 2010 which found a small fluid cavity measuring 7mm x 5.6cm directly underneath the incision on right side. Pt was discharged on (B)(6) 2010.